Event description:
Pt called lfs alleging that their code button on their surestep enhanced meter would not operate. Pt described feeling sweaty and having headaches during the time of concern. Pt obtained a "100 mg/dl" and 10 hrs later contacted emergency svs. Pt contacted emergency services, since pt was unable to test. It is unk if the pt was opening a new vial of test strips at that time and needed to change the code on the meter. Pt had a blood glucose level of "39 mg/dl" on arrival at the ER. Pt was treated intravenously and fed. The customer svc rep reviewed and verified the functionality of the button and the issue was not resolved. Pt's meter and supplies were replaced. Medical affairs specialist was unable to contact the pt, since pt did not have a phone. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.